Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd arterial cannula with bd flowswitch¿ broke off inside the patient. The catheter had to be surgically removed. Verbatim: "the incident was reported through third parties. The following persons are involved: (B)(6), head of procurement and logistics. (B)(6) message was made. The product had been damaged during ICU removal (the catheter was broken off directly at the base). The catheter had to be removed by a vascular surgeon. The patient has no consequential damages. Arterial cannula was laid by anesthesia team. Needle was pulled in the intensive care unit as already described. Concrete information about the person / user is no longer comprehensible."

Manufacturer narrative:
Investigation: 2 photos were received for evaluation and observed broken catheter. Unable to examine the cross-sectional area of the broken catheter from the photo. The complaint is confirmed and product is out of specification. A review of past 12 months quality notification were performed and no quality notification was raised on the reported defect of broken catheter and the catheter material of catalog 8607935. From the photo, unable to examine the cross-sectional area of the broken catheter to determine the actual root cause. There is an automated vision inspection machine at the arterial cannula assembly machine to check and auto reject parts not meeting the lie distance requirement. A broken catheter will automatically be rejected as the lie distance will be out of specification.

Event description:
It was reported that bd arterial cannula with bd flowswitch¿ broke off inside the patient. The catheter had to be surgically removed. "The incident was reported through third parties. The following persons are involved: ms (B)(6) head of procurement and logistics. Swiss medic message was made. The product had been damaged during ICU removal (the catheter was broken off directly at the base). The catheter had to be removed by a vascular surgeon. The patient has no consequential damages. Arterial cannula was laid by anesthesia team. Needle was pulled in the intensive care unit as already described. Concrete information about the person / user is no longer comprehensible."